Event description:
The pt was having hallucinations for awhile to where he could not make conversation. There was no known accident or incident related to the event. It was believed that it started following implant. The pt was at home. F/u with the pt's physician was recommended. Additional info has been requested. A f/u report will be sent if additional info becomes available. See also MFR's report #3004209178-2010-10221.

Manufacturer narrative:
(B)(4).